Event description:
It was reported that the system 6800 had no image on the monitor and no x-ray generation. There was no pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The controller circuit board was replaced. The system was tested and found to be working as intended and placed back into service.